Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
Customer reported the pressure is too low. Customer reported that there was no patient involvement.

Event description:
Customer reported the pressure is too low. Customer reported that there was no patient involvement.